Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (check therapy electrodes, adjust belt messages, and damaged te pad) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an open pulse wire in the cable connecting the trunk cable and ECG "b" the root cause for the open wire was excessive force. No adverse event resulted from the damaged monitor.

Event description:
A us distributor reported that an electrode belt had check therapy electrode messages. Adjust belt messages, and the electrode belt was damaged.